Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Additionally, it was reported that the insulin gauge was inaccurate. . Customer declined follow up from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.